Event description:
At 5 year follow-up, the investigator reported the pt had an mi involving the target vessel. Possible relation to the device and the drug. No relation to the procedure. (MFR report # 2953200-2009-00182).

Manufacturer narrative:
Eval result - (mi).